Event description:
The manufacturer received information alleging that the ds2adv auto CPAP device does not light up. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found no light from display, ui bezel defective, main board burn, blower outlet seal deformed, blower contaminated inside, in/out seal missing and new pollen filter must added. Lastly, the device was scrapped as per customer request.